Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the balloon catheter was returned without blood and contrast visible, consistent with the reported information that there was no patient involvement. The balloon was loosely folded, possibly due to handling during packaging for return. Although not reported, there was a kink in the shaft 63 cm distal to the strain relief tubing. There was no other damage noted to the balloon catheter. Potential factors for a hole or tear in the shaft include, but are not limited to, manufacturing related, interaction with associated devices or mishandling at the facility. In this case, the reported event could not be confirmed on the returned fox sv. During functional testing, a new indeflator was filled with water and was used to inflate the balloon to rated burst pressure (rbp) of 20 atmospheres. The balloon inflated to rbp with no anomalies noted. There was no hole in the shaft as reported. Although the analysis was unable to determine the source for the kink, potential factors which can contribute to kinks in the shaft include, but are not limited to, damage during removal from packaging at the account, damage while handling during prep or damage during manufacturing. To ensure this is not a manufacturing issue, there are many in process controls including 100% inspection for kinks and bends during the manufacturing process. The reported hole in the shaft was not confirmed on the returned unit, and a conclusive cause for the kink could not be determined. There is no indication of a product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. All dilatation catheters are visually inspected for damage on the manufacturing line.

Event description:
It was reported that prior to use, during preparation, it was noted that there was a hole in the catheter shaft at the transition from the hub. The device was not used on the patient. No additional information was provided.